Event description:
Reporter alleged the lot and code number is partially rubbed off the test strip vial used with the blood glucose monitoring device. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.